Event description:
Patient reported left side capsular contracture baker grade IV and "not rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture and capsular contracture baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "extracapsular rupture of the breast implant with complex collection in the vicinity" and capsular contracture baker grade IV. The device remains implanted.